Event description:
It was reported that one day post lead revision procedure, the pulse generator exhibited diagnostics anomaly. The device had been exposed to electrocautery during the procedure. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.